Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. As the device was not returned for analysis, a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional copilot device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that during an unspecified procedure, it was noted that there was a reverse flow of blood and other fluid (leak) coming from the cap of the copilot bleedback control valve. There were no adverse patient effects and no clinically significant delay in the procedure. Additionally, the account confirmed that the physician also reported using 3 (three) or 4 (four) copilot bbc valves (bbcv) in one case/procedure. The reported difficulty had occurred in half the number of copilot bbcvs the physician used. No additional information was provided.